Event description:
The healthcare professional (hcp) reported the patient's device had not been working for the past few months. The hcp thought the patient had stimulation turned off. There were no symptoms or patient outcome reported. The indication for therapy was non-malignant pain.